Manufacturer narrative:
Activ.a.c.¿ therapy system serial number: (B)(4). Unique identifier (UDI) number: activ.a.c.¿ therapy system UDI #: (B)(4). Other: device identifier was not provided and disposable was not returned. Device manufacture date: activ.a.c.¿ therapy system manufacture date: 13-may-2014. Based on the information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was left in the patient's wound for more than 2 hours. The foreign material was not returned to kci for identification, therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modpality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or non-adherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 06-dec-2019, the following information was reported to kci by the physician: the activ.a.c.¿ therapy system reportedly "fell off" three days after the patient received the unit and the v.a.c.® dressing was allegedly left in the wound until the patient's follow up visit two weeks later. The physician stated for an unknown reason, the home health did not come to see the patient. The patient's wound reportedly started to heal "around" the foreign material alleged to be v.a.c.® granufoam¿ dressing which subsequently required a debridement. The patient was placed on an alternative dressing regimen post debridement. No additional information is available. The v.a.c.® granufoam¿ dressing lot number was not provided and was not returned, therefore a device history review and device evaluation could not be performed.